Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The customer contacted olympus technical assistance support (tac) via phone. Device was set to manual and when adjusting, it became too bright. Tac instructed customer to set the brightness on the device to automatic and advised that this is usually recommended as the brightness adjusts to levels more suitable to the environment. The user stated that the image looked fine after making this change. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, light became very dim was observed. The regional repair center indicated that the most likely cause of the light became very dim was traced to component failure. There was no patient involvement.